Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 600 mg/dl, the customer current blood glucose was 179 mg/dl. Customer states that blood glucose was came back down to 300 mg/dl and then told her to go home but if it goes high to come back. Customer states that next morning it was 400 mg/dl. Then she woke and it was 120 mg/dl. The customer was hospitalized on (B)(6) 2018. The drive support cap appears normal. The customer was treated with injections. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.